Manufacturer narrative:
(B)(4). Product labeling provided in the clinical chemistry creatinine reagent package insert and the architect system operations manual alerts users of the issue of reagent surface bubbles, and their impact to results. The impact of reagent surface bubbles was previously investigated on the aeroset system. (B)(4) was distributed following the investigation. Creatinine reagent is susceptible to the formation of surface bubbles. Reagent bubbles may interfere with the proper detection of reagent level in the cartridge, causing insufficient reagent aspiration, which may impact results. Review of the precision section states the imprecision of the creatinine serum assay is less than or equal to 6% total cv for concentrations > 1.0 mg/dl, indicating the cv of 0.94% of the twenty replicates were within assay specifications. Results of the search for level 2 complaints similar to this issue found one similar complaint, however; they did not indicate a deficiency of the clinical chemistry creatinine reagent. Based on the available information, the clinical chemistry creatinine reagent was performing as expected. Tracking and trending revealed no other complaints concerning reproducibility issues for the creatinine assay. This is the final report.

Event description:
The customer stated an architect c8000 analyzer generated discrepant creatinine results. The previous result was 744 umol/l. The suspect sample resulted as 130 umol/l twice. Instrument maintenance was up to date. There was no adverse impact to patient management reported.

Manufacturer narrative:
Concomitant medical products, analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.